Manufacturer narrative:
A review of the ventilator's error log indicated a failure of the device's alarm speakers occurred on (B)(4) 2011. The ventilator's alarm speakers operated as designed prior to (B)(4) 2011. A review of the ventilator's service record confirmed this device had never been returned for service prior to the event. A review of the ventilator's device history record confirmed the device passed all required testing prior to its release for sale. A review of the manufacturer's adverse event database confirmed there have been no reported adverse events for this device family due to an audible alarm failure. The manufacturer was unable to determine how the component was sheared from the circuit board. This appears to be an isolated incident. No further action is required.

Event description:
An audible alarm failure was identified while evaluating a ventilator at the manufacturer's service center. The customer returned the ventilator for a service required alarm. The device was not in pt use. The ventilator's front panel board was replaced to correct the problem. The front panel board was forwarded to the manufacturer's engineering department for root cause analysis. A component (u4) was missing from the board. The missing component appeared to have been sheared from the board at its solder joints. The device detected the failure of the speakers and visually alerted the customer.